Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed and insulin squirted out during the manual prime process. Blood glucose reading was 113 mg/dl. Insulin pump piston continued to move forward after reservoir contact. Reporter could not leave the prime process. Asked reporter to return the insulin pump for analysis.